Event description:
During the procedure on placement of the matrix standard - 2d coil into the aneurysm it prematurely detached. There was some resistance in placing the coil; it was partially placed in the aneurysm and then there was resistance and when the physician tried to pull it back, it detached within the microcatheter. The detachment zone was never outside of the catheter. Three coils were successfully placed previous to this coil. The coil was removed successfully by trapping it in the guide catheter and using a ranger balloon 2 x 20. The pt suffered complications of thrombus formation in the internal carotid artery adjacent to the coil mass. An intervention of thrombolysis of the clot was required.